Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the coil embolization, after multiple repositions, the coil became jammed inside the aneurism and part of the coil had stretched. The biggest part of the coil remained stable inside the aneurysm, while the stretched part protruded into the parent vessel. The physician pulled stretched coil to the femoral access site, locked it with femoral seal and manually cut the coil at the skin level. The procedure completed without any clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, an analysis could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. In addition, the patient¿s anatomy was tortuous and this could have been a contributing factor to the event. Based on the information currently available it is probable that procedural factors contributed to the reported event. An assignable cause of operational context was assigned to this event.

Event description:
It was reported that during the coil embolization, after multiple repositions, the coil became jammed inside the aneurism and part of the coil had stretched. The biggest part of the coil remained stable inside the aneurysm, while the stretched part protruded into the parent vessel. The physician pulled stretched coil to the femoral access site, locked it with femoral seal and manually cut the coil at the skin level. The procedure completed without any clinical consequences to the patient due to this event.